Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg was end of life, and it is unknown if the device depleted prematurely. The patient is not receiving therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.